Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shut down unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver shutting down unexpectedly could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver boot and charge test was performed and passed. A wiggle test was performed and passed. A receiver functional test was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.